Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. On (B)(6) 2026, the patient was hospitalized with diabetic ketoacidosis (dka) and fever, occurring three days after sensor placement on the abdomen. During hospitalization, the patient¿s bg measured by glucometer was 213 mg/dl, while the dexcom receiver displayed an estimated glucose value (egv) of 70 mg/dl. The reporter indicated that the fever was due to a viral infection, and the patient was diagnosed with dka. The last readings obtained before the sensor was removed in the hospital showed a bg reading of 217 mg/dl, while the cgm continued to display 70 mg/dl. Treatment included an insulin drip, intravenous fluids, and tylenol. The patient remained in the hospital for two days and has since returned to normal health. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.